Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1; date of submission: 10/27/2016. The device has been returned and evaluated by product analysis on 10/11/2016 with the following findings. During investigation, the up arrow, down arrow, and ok buttons were under responsive. The keypad was removed to find moisture corrosion on the up arrow, down arrow, and ok button contacts. No moisture was found in the battery compartment. Unrelated to the original complaint, the audio bolus button was under responsive. Moisture corrosion was found under the audio bolus button contact. The pump was opened to find moisture corrosion on the audio bolus button contact pins. Additionally, the display was dim and pink.